Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the device failed during use". No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device in question was not returned to karl storz tuttlingen. Therefore, a technical inspection is not possible. Due to the limited description of the fault provided by the customer, an investigation is not possible. We therefore assume that this is an operating error, as the device was delivered in fully functional condition, as can be seen from the product history. The instructions for use also point out that the device must be checked for damage and functionality before use. The event is filed under internal karl storz complaint ID: (B)(4).